Manufacturer narrative:
This MDR report is part of the (B)(6), exemption number e2015055. Four devices were received for evaluation. One device evaluation confirmed the event, for which the device was found to be affected by damaged internal components. The evaluation of 3 devices did not confirm the event; no active leaking or external substance was present. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 4 malfunction events, in which the device was reportedly leaking. There was no patient involvement; no patient impact.